Event description:
The belt beneath the track on a streamlab was not moving. A technical solutions center representative instructed the operator to attempt to manually move the belt. The belt started to move and the operator's left hand was caught between the belt and the pulley. The hand was badly bruised with slightly broken skin. The operator was not wearing gloves. The injury was cleaned, antibiotic ointment was applied and the injury was bandaged. The operator also received a tetanus shot.

Manufacturer narrative:
A siemens healthcare diagnostics inc field service representative (fse) was dispatched to the account. Analysis of the instrument indicate that the cause for the streamlab belt not moving was worn motor brushes. The fse corrected the malfunction. The technical solution center representatives were instructed to not tell operators to put their hands on or near the belt. The instrument is performing within specifications. No further evaluation of the device is required.